Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19885588. Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: 3015874/3016003 batch: 18066279

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the old leads were removed from epidural space and were cut but were still attached to the old ipg and new leads were attached to the newly implanted ipg. The patient was doing well postoperatively and the explanted devices will not be returned.